Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S/w ver 4.10e. A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. The pump passed the displacement test. The pump was received with the case cracked behind the pump near the battery compartment, no damage on the reservoir tube, reservoir tube lip, or retainer noted during physical inspection.